Event description:
Physician reported a pt with severe pain post essure placement. Essure placed in 2008. Pain is localized in the right lower quadrant area. Ultrasound within normal limits. Physician reported that she removed the devices two weeks later laparoscopically. Micro-insert on the right side had perforated through the cornua. No other problems noted during surgery. Pt to f/u with physician next week, however, has not called to report any continued pain symptoms.

Manufacturer narrative:
(B)(4).